Event description:
Ous MDR - after an implantation duration of 38 months, it was reported that the lead was extracted due to multiple inappropriate shocks.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 42 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. An approx. 9 cm segment of the conductor cable to the ring electrode was found inside the lead fragment. The proximal part of the conductor cable was not returned. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. Further root cause investigations were not feasible as the proximal lead fragment was not available for analysis. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this 4 device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.